Manufacturer narrative:
Compromised force sensor system alarm during prime/delivery test at 4 lbs. Due to faulty back pressure sensor (gold). Unit received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. The customer reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.